Manufacturer narrative:
The device was not returned and the lot number is unknown. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette set was leaking. This occurred during an unknown process step of peritoneal dialysis therapy. The home patient (hp) was connected at the time of the event. The leak was observed between the heater bag and the supply line of the cassette. The patient would continue therapy using continuous ambulatory peritoneal dialysis. There was no patient injury or medal intervention associated with this event. No additional information is available.